Manufacturer narrative:
Pump passed displacement test. Unable to confirm the compromised force sensor system alarm and unable to perform basic occlusion test, occlusion test due to reservoir tube lip broken off. Unable to perform prime test and excessive no delivery test due to loose/protruded drive support disk. Pump received with cracked battery tube thread, broken belt clip slot, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 317 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. Customer stated they were unable to exit the "preparing to prime" loop. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.